Event description:
The customer reported that the system had no image displayed during live fluoro. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was replaced during the service call. The customer will have third party replaced the image intensifier.